Event description:
A 90% stenosed, highly calcified and severely tortuous lesion in the left anterior descending (lad) artery was pretreated after the intravascular ultrasound (ivus) catheter was unable to cross the lesion due to calcification in the lad distal. Pre-ivus was completed confirming 270 degrees of the lesion was covered in calcification. Three stents were deployed and the ivus catheter was used again which confirmed that one of the stents (2.5x16) was not completely dilated. The stent was post-dilated by a delivery balloon. The ivus catheter was advanced to the lesion once more without any problem but when attempting to withdraw the ivus catheter, the guidewire exit port became stuck in the edge of the stent. After various attempts to withdraw the imaging catheter, the patient's condition worsened. The patient was taken to surgery to remove the device.

Manufacturer narrative:
The device was not returned to boston scientific for evaluation as it was retained by the facility. Analysis of photographic images and dimensions provided by the facility is still ongoing. Efforts are being made to obtain the lot number from the physician.